Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or ¿non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 4 peg mod glen lt aug sz 4 cat# sagl2144 lot# 65891314. 48mm x 17mm humeral head cat# sahh4817 lot# 65628080. Size 10 standard humeral stem cat# sahs1110 lot# 66328554. Humeral head adapter cat# sahha001 lot# 66233299. 135â° humeral stem adapter cat# sahaf135 lot# 65943624. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a study that a patient developed a bloody drainage from the inferior wound and was placed on antibiotics as a preventative measure as there was no concern for infection. The incision has continued to heal with no further complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.